Event description:
The user facility reported that an employee entered the room in which the sterilizer is located and slipped and fell in a puddle of water located in front of the sterilizer. The employee bruised and scrapped her knee and obtained scrapes to her knuckles. No medical treatment was sought or administered. The employee missed no time from work and is fine. No procedural delays/cancellations were reported.

Manufacturer narrative:
The steris service technician stated that the unit it located in a mechanical room where the temperature of the room is cool. User facility personnel powers off the sterilizer every night and when the unit is turned back on in the morning it causes condensation to accumulate on the unit. The condensation then drips off the unit and forms a puddle on the floor. The technician advised user facility personnel that they do not need to power off the sterilizer at night. The technician inspected the sterilizer and as a precaution rebuilt the exhaust manifold. The technician ran a test cycle and the unit was confirmed to be operational.